Event description:
(B)(4).

Manufacturer narrative:
The customer called back to report the device had a bad video card. The customer it department replaced the video card and the central monitoring system is back up and running.